Manufacturer narrative:
(B)(4).

Event description:
The pump became infected and was taken out. Additional info has been requested a follow-up report will be sent if additional info becomes available.